Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion code is being updated.

Event description:
On (B)(6) 2015, additional information was received from a device manufacturer representative (rep). Along with the returned product, a session data report was provided. No abnormalities were noted and no error messages were displayed. The pump's eri (elective replacement indicator) was at 72 months. The reservoir volume at the time of interrogation was 17.3ml at the low reservoir alarm date was (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a female patient receiving intrathecal lioresal 2000mcg/ml at 366.8 mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and cerebral palsy. It was reported that the managing hcp feels or suspects that the catheter was not delivering medication/functioning properly. The catheter was replaced on (B)(6) 2015. The patient status at the time of this report was "alive- no injury." No other information was given regarding this event. If additional information (patient symptoms and outcome) is received this report will be updated.